Event description:
Event description guidant received information that during the explant procedure, this atrial lead fractured as it was removed from the header. The field representative believes that very little force was applied. There were no adverse patient effects other than a prolonged surgery.